Event description:
During a procedure at (B)(6) medical ctr, the white tip of the uropass ureteral access sheath crumbled and fell into the pt. The surgeon was able to completely remove all of the pieces from the pt with no pt harm.

Manufacturer narrative:
The dilator tip is brittle to the touch. The tip breaks off easily, the lot was manufactured in our (B)(4) plant. The pieces of the fractured dilator tip was returned with the sheath. The mfg plant in (B)(4) has since been closed and the devices are now manufactured by an OEM vendor. At this time, it is unk what caused the dilator tip to become brittle. We have checked in-stock inventory for any remaining pieces of this lot and none remain in inventory.